Event description:
Per independent repair center statement, the unit will not start. The key failure was the capacitor was defective. Additional malfunctions were the manifold valve was not fully shifting and the pcb yellow flashing continuous yellow led.